Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon took the ligaclip to close the cyctic duct. He noticed that the first clip was not closed properly and the clip fell down from the vessel; the next clips were closing in a scissored shape or there was a double feeding. He put it aside and took a different clip applier. Twenty minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m91x2a. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No multiple feed incidents occurred upon evaluation. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.